Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-10-14. UDI #: (B)(4). Return date: 2018-05-10. Device evaluation anticipated, but not yet begun. Mfg date: 2016-10-14. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching. The patient consistently observed power port one of the controller switch over to power port two despite having a battery with greater than 50 percent capacity or ac adapter attached along with intermittent beeping. They also indicated that there were two instances of the controller powering down with continuous no power alarm, while connected to a power source on power port one and changing power source on power port two. Moving around contributed to the "continuous alarm" controller power down despite having a power source connected to the side. It was also noted that one battery was not providing power to the controller. The patient performed a controller exchange which solved the controller issue and the battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power ports one (1) and two (2). An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power to a controller. The battery being unable to charge is an additional finding unrelated to the reported event. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no cell-over-voltage flags enabled. Functional testing also revealed that the battery was received with a permanent safety-over-voltage flag enabled, rendering the battery inoperable. As a result, the reported ¿battery not providing power to controller¿ was confirmed. A review of the battery¿s internal log did not reveal the pack voltage exceeding the safety-over-voltage threshold. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving the returned battery. Momentary disconnection will result in an audible tone or "beep". As a result, the reported power switching event and ¿intermittent beeping¿ was confirmed. Log file analysis also revealed twelve (12) controller power-up events were logged starting 02-22-018 through 03-23-2018. Momentary disconnections were observed leading up to each of the 12 losses of power. The controller was without power for an average of 10 seconds per loss of power event. As a result, the reported ¿controller powering down¿ event was confirmed. Based on the available information, a possible root cause of the battery not charging during testing can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported battery not providing power to a controller may be attributed but not limited to a faulty integrated circuit (u2) that controls the battery, triggering a false safety-over-voltage flag. The most likely root cause of the reported premature power switching event and ¿intermittent beeping¿ can be attributed to momentary disconnections between the controller and battery. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and to evaluate momentary disconnections. Additional products: (B)(4). (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: d4, e1, e3, h6, h10 a supplemental report is being submitted for corrections. D4 suspect medical device UDI corrected from (B)(4) to (B)(4). E1 initial reporter email corrected from (B)(6) to (B)(6). E3 initial reporter occupation corrected from health professional (hpro) to nurse (nurs). H6 FDA device codes corrected from c62979, c63025, c63205 to c63007, c63025, c63205. H10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Additional product serial # (B)(6) model # corrected from 1650 to 1650de, catalog # corrected to 1650de, expiration date corrected from 14-oct-2017 to 31-oct-2017 and manufactured date corrected from 14-oct-2016 to 31-oct-2016. Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power ports one and two. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power to a controller. The battery being unable to charge is an additional finding unrelated to the reported event. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no cell-over-voltage flags enabled. Functional testing also revealed that the battery was received with a permanent safety-over-voltage flag enabled, rendering the battery inoperable. As a result, the reported ¿battery not providing power to controller¿ was confirmed. A review of the battery¿s internal log did not reveal the pack voltage exceeding the safety-over-voltage threshold. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving the returned battery. Momentary disconnection will result in an audible tone or "beep". As a result, the reported power switching event and ¿intermittent beeping¿ was confirmed. Log file analysis also revealed 12 controller power-up events were logged starting on (B)(6) 2018 through (B)(6) 2018. Momentary disconnections were observed leading up to each of the 12 losses of power. The controller was without power for an average of 10 seconds per loss of power event. As a result, the reported ¿controller powering down¿ event was confirmed. Based on the available information, a possible root cause of the battery not charging during testing can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported battery not providing power to a controller may be attributed but not limited to a faulty integrated circuit (u2) that controls the battery, triggering a false safety-over-voltage flag. An internal investigation evaluated battery main integrated circuit malfunctions. The most likely root cause of the reported premature power switching event and ¿intermittent beeping¿ can be attributed to momentary disconnections between the controller and battery. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. Additional products: d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2017 / serial #: (B)(6) h4: mfg date: 31-oct-2016 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.